Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source exhibited an intermittent unsupported scope error (intermittent power). The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 09apr2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, it is likely that the error of the front panel constantly blinking was produced due to faulty scope socket, however, the error of no scope detection on the slide was not possible to determinate a root cause. Olympus will continue to monitor field performance for this device.